Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-04810.

Manufacturer narrative:
The actual date of the event is unknown. Per the authors, the first tmvr was performed in 2012; therefore, (B)(6) 2012 has been selected as the occurrence date. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the worsening pvl within 1-year of the sapien xt valve deployment cannot be confirmed. Investigation results suggest/indicate, in additional to patient co-morbidities, cardiac remodeling and/or prosthesis mismatch may have contributed to the worsening pvl and subsequent valve replacement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: kamioka n, babaliaros v, morse ma, frisoli t, lerakis s, iturbe jm, binongo j, corrigan f, yousef a, gleason p, wells ja 4th, caughron h, dong a, rodriguez e, leshnower b, o'neill w, paone g, eng m, guyton r, block pc, greenbaum a. (2018). Comparison of clinical and echocardiographic outcomes after surgical redo mitral valve replacement and transcatheter mitral valve-in-valve therapy. Jacc cardiovasc interv. Retrieved from: https://www.ncbi.nlm.nih.gov/pubmed/29929633 this is one of two manufacturer reports being submitted for this case.

Event description:
As reported in an article, ¿comparison of clinical echocardiographic outcomes after surgical redo mitral valve replacement and transcatheter mitral valve-in-valve therapy¿, a retrospective study was performed to compare clinical outcomes of patients who underwent redo mitral valve replacement at 3 facilities. 121 redo mitral valve replacement patients were identified. All patients had severely degenerated mitral bioprostheses. Sixty-two (62) of these patients underwent transcatheter mitral valve-in-valve replacement (tmvr) with the sapien, sapien xt, or sapien 3 valve from 2012 to august 2017. Echocardiographic parameters were reported according to the guidelines of the american society of echocardiography definition and the mitral valve academic research consortium (mvarc) consensus document. Transseptal tmvr was done in 48 patients; 14 patients had transapical tmvr. The major finding of the study was that there was no difference in mortality at 30 days and at 1 year between the smvr and tmvr patients despite the higher risk of tmvr patients. Echocardiographic findings after tmvr were similar to smvr at 30 days. There was a statistically significant difference in mitral gradient at 1 year, though this is likely not clinically important. Tmvr may be a good alternative to smvr in selected patients. Per the article, paravalvular leak (pvl) was found in one tmvr patient within 1 year of the sapien xt valve-in-valve tmvr procedure. The valves were explanted and a surgical mitral valve was implanted.